Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be evaluated at syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing routine companion 2 driver evaluation, a syncardia technician reported that the emergency battery could not power the driver for the required 10 minutes.

Manufacturer narrative:
After further investigation, the reported issue occurred at the sub-assembly level during the servicing/manufacturing process prior to release testing/100% verification. The finished product which the component was derived from passed all incoming inspection testing indicating that no malfunction had occurred in the field. During the servicing process the issue was identified indicating that the nonconformity had likely occurred as a result of servicing processes. Because the identified issue was at the sub-assembly level which undergoes testing prior to system integration and release, the previously identified issue does not represent an event subject to reporting under 21 cfr part 803. Rather, the issue and similar issues are dispositioned as non-conforming items and are subject to syncardia's quality management system quality manufacturing controls. Per syncardia's iso-13485 compliant internal procedures, nonconforming items/components that are identified are dispositioned as either re-worked, scrapped, or returned to the supplier. In this case, the defective component was scrapped to prevent introduction to the supply chain and replaced with a functional component. Because the component was not part of a finished device, this non-conformance could not have occurred in the field and is subject to manufacturing controls rather than medical device reporting. Ce 4666 follow-up report 1.